Event description:
The hospital reported that after the implantation of the bifurcated graft, when opening the clamps after sewing the different anastomosis, they recognized two holes, 2 - 3 mm, in the graft and had a progressive bleeding. Therapy: the graft remained implanted in the pt. The holes were closed with two sutures. The pt was not endangered. No return part available. No injury, no interventions required, only the sewing of the holes in the grafts. The bleeding was stopped after the suture. The procedure performed was an abdominal aortic aneurysm repair, and non traumatic clamps were used during the procedure.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is not compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).